Event description:
Right lobe resection. Ralc30 dlu was fired across lobar bronchus on r lower lobectomy. The device closed into blue range and fired with no difficulty. After removal of the specimen, a leak test was performed and a small tear was found at the staple line. Surgeon commented on how the staple line looked normal. He oversewed the area to satisfaction, eliminating the leak.